Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m139346 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m139346, test base part number 190-430 / lot: m139346 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m139346 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. A review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasopharyngeall kitted swab. Toyobo genecube pcr confirmation testing was performed (B)(6) 2021 on a nasopharyngeal swab and generated negative results. Per the customer, the was not symptomatic. The pcr test was performed because the patient was in contact with a covid patient. The customer confirmed there was no patient harm or treatment due to the test results.